Manufacturer narrative:
D10/h3 additional information) software logs were received. Analysis was not completed at the time of filing. D11 additional information) section d information references the main component of the system and other applicable components are: product ID: 9735913, version 1.4 h6 additional information) fdm 4118, fdr 3233, fdc 11 are applicable to the returned software files. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that one of the exams had 2325 slices and would not load properly. Analysis found that the issue was related to the exam and that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that it was possible to load an exam in the software from a universal serial bus (usb) but when everything was deleted and they went into electronic picture archiving and communication systems (pacs) to query-retrieve the patient and then back into the software, it would not convert and would not load the exam. This was performed several times with the same results. There was no patient present when this issue was identified.